Manufacturer narrative:
Concomitant medical product: unknown lead, implanted: unknown, unknown lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one week after implant, the right atrial (ra) lead threshold increased. A chest x ray showed that the lead dislodged as the slack and tip of the lead position changed. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.